Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the display on the onetouch ultramini meter is missing segments. The patient manages her diabetes with oral medication. The product issue began in (B) (6) 2009. After the reported issue began, the patient reportedly threw the subject meter away and did not test with any other device. The patient did not take any action in regards to her diabetes management. Sometime after the product issue began, the patient reportedly developed symptoms described as "shaky, headache, and nausea." During the second week of (B) (6) 2010, the patient administered self care with metformin oral medication. During troubleshooting, the csr noted that there was no product misuse. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.